Manufacturer narrative:
(B)(4). No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found a partial lead with the distal tip measuring 51.9cm was returned for analysis. External insulation abrasion was noted at 11.1-12.3cm from the distal tip, consistent with lead friction to another device or feature of the heart. Internal insulation abrasions were noted at 8.2-8.8cm, 13.0-14.1cm, and 36.1-36.9cm from the distal tip. The etfe coating were intact at these locations. Externalized conductors due to internal insulation abrasion was noted at 6.8-8.9cm from the distal tip. The rv conductor etfe coating was abraded at this location. Internal insulation abrasion under the rv shock was noted at 6.6-8.9cm from the distal tip. The rv conductor etfe coating was abraded at this location.

Event description:
This report is to advise of an event observed during analysis.